Event description:
Pt received a breast implant in 1987, and of an unk MFR. Report alleges pt sent in a chemical test result which showed a chemical in her system that was from the implant. Pt had removal in 1992.